Manufacturer narrative:
Additional specific patient information was provided. Sample ID (B)(6) is a female with date of birth 1986. Sample ID (B)(6) is a female with date of birth 1974. Evaluation in process.

Manufacturer narrative:
(B)(4). A followup report will be submitted when the evaluation is complete.

Event description:
The account stated 2 patient samples generated elevated architect co2 results when processing on the pm shift that were repeated on the am shift with lower values. ID (B)(6) generated elevated architect co2 of 31.5 meq/l but repeated 23.3 meq/l. ID (B)(6) generated elevated architect co2 of 31.9 meq/l but repeated 23.5 meq/l. The account uses a reference range of 22 to 29 meq/l (19 to 59 years old) and 23 to 31 meq/l (60 years old and above). No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect c4000, list 02p24-40, manufacturing site (B)(6), to carbon dioxide, list 03l80-21, manufacturing site (B)(6). MDR number 1415939-2016-00024 has been submitted and all further information will be documented under that MDR number.